Event description:
Leakage of foley catheter bag biohazard. I had previously used the bard latex - free urinary drainage bag without problems. Bought the bardia closed system urinary drainage bag and it leaked even with the plastic valve closed. Reorder number 802001 lot number ngyd3918. Please have bard redesign the closure system using the same components as their bag ref no 154002. That should fix the problem. I think they used inferior components and as a result had a leak.